Event description:
I was having bladder pain starting thursday. Took a uti test from azo that appeared neg. Was still having pain by sunday so purchased another test. The top had a tad bit of pink but noticed the directions didn't make sense. Assumed it was negative since the colors didn't match. Still having pain monday, so went to take the test again and noticed... The box says the nitrites pad is on top and the leukocytes pad is on the bottom. The inside pack directions say the opposite. Leukocytes pad on top and nitrites pad on bottom. It's now 9:30am on monday and have to be at work in 2 hrs and probably do have a bladder infection. Which I could have dealt with sunday when I don't have work. But now will have to wait till tomorrow am since I work till 8 and no urgent cares are open then. Just annoying and wanted to make sure it's fixed for others. Pt codes: 1994, 2120. Device code: 2956. Ref report: mw5178809.